Manufacturer narrative:
MFR received date: 16 jul 2019. Date of report received: 16 jul 2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The mounting bracket was not defective and did not require replacement. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.date of report: 06/11/2019.a follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit's mounting arm bracket was defective. Patient involvement is unknown at this time.